Event description:
The consumer reported that the patient had had problems with the device since implant. The battery had been replaced on (B)(6) 2012. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.